Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up was attempted but no response has been received yet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. The outer insulation was breached. All conductors were distorted. The proximal conductor had blood/body fluid (not obstructed). The distal conductor was fractured (overstress). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Tissue was on the helix. The lead was stretched.